Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient pack velcro was torn and the plastic window was broken. The pack was expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack (lot 1326178) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with torn velcro and broken plastic windows can be attributed, but not limited, to wear and/or due to the handling of the pack. The reported event could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.